Event description:
It was reported that customer experienced tandem mobi not enough insulin alarm while attempting to reload cartridge after pump shutdown and could not determine exact insulin amount in cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer tried to reload cartridge but was unable to successfully load it and resume insulin therapy, cts assisted during call and advised customer to call back when able to load new cartridge, and case was left open for follow-up with no additional information available regarding final outcome.